Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and it was reported that the patient continues to have poor coupling and it was thought that this was caused by the patient's thick skin. It was reported that it was no more than 1cm in depth and the location was fine but it hardly ever goes to 8 bars. It was reported that the device was not registered but the implant date was thought to be (B)(6) 2017. The rep called other reps to confirm this date and the serial number of the replacement ins but was unsuccessful. No further complications were reported or anticipated.

Manufacturer narrative:
Event date year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the patient had no coupling bars when recharging. The rep stated that the programmer reads the ins with no issues. They stated it was very superficial, less than 1cm from the skin¿s surface. They got 66-68 when antenna locate was attempted but this did not resolve the coupling issue. A replacement recharger was sent. No further complications were reported/expected. Additional information was received and it was reported patient continued to have poor coupling. The ins was not too deep. The patient sometimes got 4 bars and at best they got 6 bars. Most of the time they had 4 bars, but they could not get 8 bars on regular basis. The manufacturing representative did not understand why the patient had poor coupling. The patient's skin was thick, but the ins was not past the 1 cm mark. Changing the recharger got the same results. No further complications were reported or anticipated.